Event description:
It was reported that at the implant procedure, the physician attempted to extend the helix on the lead. The helix seemed to build up torque at the tip but would not extend. The physician reversed the rotations and tried again but the helix was inconsistent in extending and retracting. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found no anomalies. However, the helix/lobe was distorted/bent and visual analysis noted that the lead was damaged at implant.